Manufacturer narrative:
On 07 november 2016 it was found out that the previously reported lot number was wrong. The form has been updated to include the correct information. Batch review performed on 05 december 2016. (B)(4). No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
On 21 october 2016 the medical affairs director performed a clinical evaluation of the case and commented as follows: stem revision in cementless tha with dm cup after 5 years. The stem appears to be radiographically loose all along its contour. The supplied images are low quality, but it looks like the cup has poor integration too, although it must have felt stable enough because the surgeon chose to leave it in situ. With the limitations intrinsic to a single-image analysis, it seems that on the contralateral side osteointegration is not very good either. It is possible that this patient has systemic characteristic that inhibit his response to cementless implants, but of course there is no evidence of that. Aseptic loosening is a possible, known adverse event following tha. Implant positioning appears to be correct and should therefore not be regarded as a possible cause for loosening. The real root cause remains undetermined. Batch review performed on 27 october 2016. Lot 111865: (B)(4) items manufactured and released on 06 july 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Device not available

Event description:
The patient came in complaining of instability. The stem subsided and rotated. The cause of the stem subsiding is aseptic loosening. The surgeon revised stem, head and liner. The surgery was completed successfully. Explants are not available.